Event description:
Customer reported unexpected negative reactions on galileo using capture-r ready-ID (crrid). A patient sample came up positive for anti-d on abid assay. When tested with gel method, anti-c was identified also.

Manufacturer narrative:
Reactivity of the c antigen was confirmed on retention crrid, lot id097. Ab_ID assay was performed on an in-house galileo with customer's returned sample using retention capture-r ready-ID, lot id097. The sample exhibited 3+ to 4+ reactivity with all d+ and d+c+ cells. Ha was performed with customer's returned sample using selected c+ cells from retention panocell-20, lot 04478. Immuadd was used as the potentiator. Testing was performed at is,15'rt, 15'37c, and iat. Sample was nonreactive with all cells at is, exhibited weak reactivity with d+c+ cells and negative to very weak reactivity with d-c+c+ cells at 15'rt, weak to moderate reactivity with d+c+ cells and very weak reactivity with d-c+c+ cells at 15'37c. At iat, sample exhibited 3+ to 3+s reactivity with d+c+ cells and microscopic to very weak reactivity with d-c+c+ cells. Sample was nonreactive with d-c- cell in all testing. The package insert states "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." Also, "specificities of presumed significance, that are wholly igm in nature (ie, igm anti-k or igm anti-e) may fail to react in this assay."